Event description:
Catheter became dislodged and separated from port. Pt taken to or 2/4/95 to retrieve catheter. Could not succeed so pt was taken to the radiology dept, and catheter was removed under fluoroscopy. Original port and catheter implanted 1/31/95.